Event description:
The customer reported that cardiac troponin (accutni) no value results with instrument generated flags were generated on the unicel dxc 600i synchron access clinical system for multiple patient samples across multiple days. The instrument generated flag was an indeterminate (ind) flag which is indicative of a result that cannot be distinguished from a system failure. Five no value, indeterminate flagged patient results were generated on (B)(6) 2012 and (B)(6) 2012. It is unknown on which date each of the patient results was generated. This report represents the accutni no value, ind flagged patient results generated on (B)(6) 2012. Upon repeat of the patient samples on another instrument, numerical values were obtained and regarded as valid. Quality control results generated acceptable results during the timeframe of this event and an executed system check generated acceptable results. The no value ind patient accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. 7. No actual patient information, patient results, sample collection/handling information or additional system performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of instrument assay performance information indicated that the s0 assay calibration standard relative light units (rlus) were higher than quality control release data. The beckman coulter inc. Technical representative recommended the recalibration of the assay. Upon completion of the recalibration, a lower s0 mean rlu value was obtained. The customer has not reported any additional events since recalibrating. In conclusion, elevated s0 calibration rlus was the cause for this event. Associated mdrs: 2122870-2012-00481, 2122870-2012-00482, 2122870-2012-00483.